Event description:
The customer reported via phone call that he had been receiving sensor alarms constantly and that he experienced high blood glucose levels. The customer's blood glucose was 423 mg/dl. The customer also mentioned that his sensor glucose and blood glucose readings were off and that the sensor turned off in the middle of the night. The customer explained that he receive the calibration error alert, the lost sensor error alert and the sensor error alert as well. The customer confirmed that the issues did not result in a serious injury or hospitalization. The customer declined troubleshooting. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.